Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a biking accident occurred and the customer could not access full screen due to broken glass. Customer's blood glucose remained between 54-500 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.